Manufacturer narrative:
H6: type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim#: 733793.

Event description:
The reporter indicated that a 13.2 mm, vicmo13.2 -9.50 diopter implantable collamer lens tore, broke during loading. There was no patient contact. In the reporters opinion the cause of this event was user error.